Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment past the second o-ring. Customer's blood glucose was 170 mg/dl. Customer was advised to return the reservoir for analysis. The reservoir will not be returned for analysis.